Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. D08081-invalid) inserted for female sterilisation. The patient's medical history included cesarean section. Concurrent conditions included menometrorrhagia, pelvic adhesions, anemia, menorrhagia, breast secretion female, weakness, fatigue, dyspnea, abdominal pain, nausea, shortness of breath, uti, urinary frequency, dysfunctional uterine bleeding, syncope and vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details - 3 to 8 coils visible at ostia at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2018: uterus/cervix: uterus measures 9.7 x 4.7 x 4.4 cm endometrium 10 mm no myometrial mass. - right ovary: right ovary 5.3 x 2 x 2.5 cm peak systolic velocity in the right ovary 7 cm/s. Normal blood flow. Follicles in both ovaries - left ovary: 2.7 x 1.8 x 2.2 cm. Limited visualization of the left ovary peak systolic velocity in the left ovary 6 cm/s. Normal blood flow. Follicles in both ovaries free fluid: no free fluid. Bladder: unremarkable as visualized. Wall is normal thickness for degree of distention.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 28-jun-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. D08081-invalid, d08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included menometrorrhagia, pelvic adhesions, anemia, menorrhagia, breast secretion female, weakness, fatigue, dyspnea, abdominal pain, nausea, shortness of breath, uti, urinary frequency, dysfunctional uterine bleeding, syncope and vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: insertion details - 3 to 8 coils visible at ostia at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On an unknown date: essure device was successfully occluded.. Ultrasound scan vagina. On (B)(6) 2018: uterus/cervix: uterus measures 9.7 x 4.7 x 4.4 cm endometrium 10 mm no myometrial mass. - right ovary: right ovary 5.3 x 2 x 2.5 cm peak systolic velocity in the right ovary 7 cm/s. Normal blood flow. Follicles in both ovaries - left ovary: 2.7 x 1.8 x 2.2 cm. Limited visualization of the left ovary peak systolic velocity in the left ovary 6 cm/s. Normal blood flow. Follicles in both ovaries free fluid: no free fluid. Bladder: unremarkable as visualized. Wall is normal thickness for degree of distention.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event abnormal bleeding, psych injury, uterine and fallopian tube perforation added new lot number added and outcome added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterus perforation/ coiled metal device embedded within the endometrium') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. D08081-not valid, d08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included menometrorrhagia, pelvic adhesions, anemia, menorrhagia, breast secretion female, weakness, fatigue, dyspnea, abdominal pain, nausea, shortness of breath, uti, urinary frequency, dysfunctional uterine bleeding, syncope and vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, psychological trauma and device dislocation outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: insertion details - 3 to 8 coils visible at ostia at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2018: uterus/cervix: uterus measures 9.7 x 4.7 x 4.4 cm endometrium 10 mm no myometrial mass. - right ovary: right ovary 5.3 x 2 x 2.5 cm peak systolic velocity in the right ovary 7 cm/s. Normal blood flow. Follicles in both ovaries - left ovary: 2.7 x 1.8 x 2.2 cm. Limited visualization of the left ovary peak systolic velocity in the left ovary 6 cm/s. Normal blood flow. Follicles in both ovaries free fluid: no free fluid. Bladder: unremarkable as visualized. Wall is normal thickness for degree of distention.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot # d08081 is not valid. Lot number: d08061, manufacturing date: 2014/09/18, expiration date: 2017/09/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Reporters information were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. D08081-invalid, d08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included menometrorrhagia, pelvic adhesions, anemia, menorrhagia, breast secretion female, weakness, fatigue, dyspnea, abdominal pain, nausea, shortness of breath, uti, urinary frequency, dysfunctional uterine bleeding, syncope and vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: insertion details - 3 to 8 coils visible at ostia at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2018: uterus/cervix: uterus measures 9.7 x 4.7 x 4.4 cm endometrium 10 mm no myometrial mass. - right ovary: right ovary 5.3 x 2 x 2.5 cm peak systolic velocity in the right ovary 7 cm/s. Normal blood flow. Follicles in both ovaries - left ovary: 2.7 x 1.8 x 2.2 cm. Limited visualization of the left ovary peak systolic velocity in the left ovary 6 cm/s. Normal blood flow. Follicles in both ovaries free fluid: no free fluid. Bladder: unremarkable as visualized. Wall is normal thickness for degree of distention.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event abnormal bleeding, psych injury, uterine and fallopian tube perforation added new lot number added and outcome added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. D08081-not valid, d08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included menometrorrhagia, pelvic adhesions, anemia, menorrhagia, breast secretion female, weakness, fatigue, dyspnea, abdominal pain, nausea, shortness of breath, uti, urinary frequency, dysfunctional uterine bleeding, syncope and vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, psychological trauma and device dislocation outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: insertion details - 3 to 8 coils visible at ostia at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2018: uterus/cervix: uterus measures 9.7 x 4.7 x 4.4 cm endometrium 10 mm no myometrial mass. - right ovary: right ovary 5.3 x 2 x 2.5 cm peak systolic velocity in the right ovary 7 cm/s. Normal blood flow. Follicles in both ovaries - left ovary: 2.7 x 1.8 x 2.2 cm. Limited visualization of the left ovary peak systolic velocity in the left ovary 6 cm/s. Normal blood flow. Follicles in both ovaries free fluid: no free fluid. Bladder: unremarkable as visualized. Wall is normal thickness for degree of distention.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot # d08081 is not valid. Lot number: d08061 manufacturing date: 2014/09/18 expiration date: 2017/09/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), uterine perforation ('uterus perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. D08081-invalid, d08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included menometrorrhagia, pelvic adhesions, anemia, menorrhagia, breast secretion female, weakness, fatigue, dyspnea, abdominal pain, nausea, shortness of breath, uti, urinary frequency, dysfunctional uterine bleeding, syncope and vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and device dislocation ("migration"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: insertion details - 3 to 8 coils visible at ostia at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2018: uterus/cervix: uterus measures 9.7 x 4.7 x 4.4 cm endometrium 10 mm no myometrial mass. Right ovary: right ovary 5.3 x 2 x 2.5 cm peak systolic velocity in the right ovary 7 cm/s. Normal blood flow. Follicles in both ovaries - left ovary: 2.7 x 1.8 x 2.2 cm. Limited visualization of the left ovary peak systolic velocity in the left ovary 6 cm/s. Normal blood flow. Follicles in both ovaries free fluid: no free fluid. Bladder: unremarkable as visualized. Wall is normal thickness for degree of distention.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event abnormal bleeding, psych injury, uterine and fallopian tube perforation added new lot number added and outcome added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. D08081) inserted for female sterilisation. The patient's medical history included cesarean section. Concurrent conditions included menometrorrhagia, pelvic adhesions, anemia, menorrhagia, breast secretion female, weakness, fatigue, dyspnea, abdominal pain, nausea, shortness of breath, uti, urinary frequency, dysfunctional uterine bleeding, syncope and vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details - 3 to 8 coils visible at ostia at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: uterus/cervix: uterus measures 9.7 x 4.7 x 4.4 cm endometrium 10 mm no myometrial mass. Right ovary: right ovary 5.3 x 2 x 2.5 cm peak systolic velocity in the right ovary 7 cm/s. Normal blood flow. Follicles in both ovaries - left ovary: 2.7 x 1.8 x 2.2 cm. Limited visualization of the left ovary peak systolic velocity in the left ovary 6 cm/s. Normal blood flow. Follicles in both ovaries free fluid: no free fluid. Bladder: unremarkable as visualized. Wall is normal thickness for degree of distention. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 21-jun-2019: mr received : this case has become incident .reporter's information updated. Lot no. Added. Medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.